Manufacturer narrative:
(B)(4).

Event description:
Health professional reported that after treatment with juvederm ultra plus under the eyes, the pt experienced an "allergic reaction. Under the eyelids, the area swelled up like a huge bubble and looks like it filled with water. It was described by the doctor as a festoon. The left eye is bigger, I would describe them as watery hives." Additional info: the pt was prescribed oral prednisone. The event is being reported to the FDA because allergan's approach to compliance is to resolve all doubt in favor of reporting. F/u is in progress to acquire additional info.